Event description:
It was reported that moved on balloon occurred. During preparation, a 4.00 x 48mm synergy xd drug-eluting stent was selected for use; however, when the stent was removed from the hoop, it was noted that the stent had come away from the balloon. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.